Manufacturer narrative:
The device involved in this complaint is an echo-hd-19-a device of unknown lot# . The device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. From the information provided the customer attempted a rendezvous procedure. This type of procedure is generally difficult and cannot always be guaranteed. Therefore, sometimes a couple of different needles are used and sometimes many wires are used either because the tip is not able to be manipulated properly to gain access or the coating is sheared off during exchange. The customer complaint was confirmed based on customer testimony. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot # of the echo device involved in this complaint was not provided it was not possible to review the relevant manufacturing records. The notes section of the instructions for use ifu0050-1 instructs the user prior to use to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device stripped several guide wires.

Manufacturer narrative:
The device involved in this complaint is an echo-hd-19-a device of unknown lot# . The device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. From the information provided the customer attempted a rendezvous procedure. This type of procedure is generally difficult and cannot always be guaranteed. Therefore, sometimes a couple of different needles are used and sometimes many wires are used either because the tip is not able to be manipulated properly to gain access or the coating is sheared off during exchange. The customer complaint was confirmed based on customer testimony. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot # of the echo device involved in this complaint was not provided it was not possible to review the relevant manufacturing records. The notes section of the instructions for use ifu0050-1 instructs the user prior to use to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up is being submitted due to receipt of additional information concerning the patient. No impact to investigation. The device stripped several guide wires. It is believed the distal tip of the needle was responsible for stripping the guide wire. There was no other functional problems reported for this device. Nothing had to be removed from the patient. They did need to send the patient to ir for a follow up procedure because they were unable to gain access by wire. This was not due to the problem with the cook device.